Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedances and out of range shock impedances. The patient suffers from a mental disorder and they are being closely monitored while any potential changes to the implanted system are considered by their team of physicians. This lead remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that a revision procedure was performed and this rv lead was surgically abandoned. Prior to the revision, a commanded shock was performed and the returned shock impedance value was within normal limits. No additional adverse patient effects were reported.